Event description:
A physician reported that the during the epi-nucleus step there was no pull of harder cores and fragments, noises during ultrasound-in-use and console was stopped with system message. The procedure details and patient impact was not reported. Additional information received indicating that the patient underwent cataract surgery on (B)(6) 2023.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.10. The customer did not retain the product lot information for this consumable procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. Error was reported. Although no sample has been returned for evaluation, a photo was provided. The photo confirms the message code; however, without a sample the photo alone does not help to determine root cause of the customer's reported event. Without a physical sample the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. No sample was returned and the root cause of the customer's complaint could not be conclusively determined. The investigation team did not find any special-cause variation during the cassette or manufacturing process on returned complaint samples that were known to cause system message. Also, analysis of the investigation did not find a defect localization to a specific lot or manufacturing period. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. To address root cause, a team of manufacturing and engineering teams gathered to investigate the cause of message code. An investigation was also initiated with the console manufacturing site and although no root cause could be confirmed by the cassette manufacturing site, the console manufacturing site will continue to investigate system message. As no root cause or potential root causes was identified related to fluidics management system (fms) cassette, no corrective and preventative action plan resulted. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).